Event description:
During a roux-en-y procedure, when the doctor formed the pouch and fired the instruemnt, it appeared at first glance to be ok. But the leak showed that the staples did not form at the proximal end of the staple line. This was on the first firing with the initial load. A new instrument was used to completed the case, same product code. There was no direct pt consequence, but there was increase or time (approx.45 minutes).